Event description:
The pt reported she has not charged her scs system in approx 3 months and is not receiving stimulation due to being unable to establish communication between her scs ipg and charging system. The issue was not resolved with troubleshooting attempts. Additionally, the pt is to receive a replacement pt programmer in order to assess whether the programmer is able to establish communication with the scs ipg or not, the pt lost her original programmer. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.